Event description:
The customer stated that the insulin pump was not alarming when the insulin was getting low. The customer then stated that she was hospitalized three weeks ago for diabetic ketoacidosis. The reported blood glucose reading at the time of the call was 98 mg/dl. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime test, but the customer didn't have the tubing clamp for the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.